Event description:
Reporter alleged that he had tried using the active system with expired strips but only got error messages. Reporter stated that he went to the hospital that same day when he had blurred vision, couldn't think straight and had difficulty making a bowel movement. Reporter stated that the paramedics took him to the hospital, the hospital tested him with a result of 500-599 mg/dl on their system, treated him with insulin and kept him for a few days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.